Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with foreign liquid on syringe.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Unable to perform DHR check due to unknown lot number. Severity ranking is s1. Unable to perform complaint lot history check due to unknown lot number. Investigation conclusion: the returned syringe was examined and no foreign liquid was observed in or on the sample. However, the sample exhibited a solid piece of material in the barrel. This material was determined to be plastic. Sample was forwarded to manufacturing (holdrege) on 18jan2019 for further review. On 22jan2019, holdrege received (1) loose 1/2cc, 12.7mm syringe. All samples were decontaminated per hstr-17 and hqa- 68 prior to being evaluated. Upon a visual evaluation of the syringe, similar findings to those documented during the initial investigation at bd franklin lakes were noted. The barrel had solid pieces of fm inside the barrel. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: the grinder at the mold press can discharge barrel runner pieces which are kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. Static charge can cause the runner pieces to adhere to the tote or molded components. Totes of molded components are transferred to the assembly operations, which then are emptied into the vibratory bin. This can dislodge the regrind piece, which can potentially find its way into the barrel fluid path. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with foreign liquid on syringe.